Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5088690) that a female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including night sweats, numerous hospitalizations for chest pains, depression, anxiety, fatigue, muscle weakness, breast pain, hypothyroidism, visit to emergency room thinking she was having a heart attack, heat intolerance, ringing in ears, and capsular contracture (baker grade unknown). No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 2nd of two breast prostheses.